Event description:
It was reported that missing sensor wire occurred. The wearable was inserted into the arm. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e1803 nodule.